Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during the implant procedure the helix extended during insertion of the lead before final placement. Another lead was used to complete the procedure. No patient complications have been reported as a result of this event.